Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced four infusion sets leakage events on (B)(6) 2025. The leakage was in cannula housing. The infusion set was in use for 12-15 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR- device 3 of 4 h11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.